Event description:
A malfunction on the pump was reported, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the caller with the reset, after which the malfunction code did not recur. The customer was informed they could continue using the pump, and they acknowledged and understood the guidance provided.